Event description:
The onset of sepsis was (B)(6) 2021. The device operated as expected, the device would not be returning and the death was not thought to be device related.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events (right ventricular failure, sepsis, ischemic bowel) and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU entitled ¿introduction¿, lists right heart failure and sepsis as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU also outlines care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021. The patient had cardiogenic shock secondary to right ventricular failure, with contributing factors of severe sepsis and ischemic bowel.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.